Event description:
The operating room is experiencing an issue with a strange smell coming from the lap chole pack, dynj35353f (lot # 21bma967). The smell coming from within this pack is concerning and is causing nausea in the surgical staff once the pack is opened. Operating room is questioning the sterility and safety of this product. It is suspected that it is eto gas that is used in the sterilization process of the lap chole packs. The operating room opted to use the major packs as a replacement until the issues is resolved. No gas issues experienced form major packs. Manufacturer response for lap chole pack, lap chole pack (per site reporter). Medline was given the affected lap chole pack and 2 more cases for investigation and review. Their quality team did not experience any gas operating room strange smells. Eto gas is used in the sterilization process.